Manufacturer narrative:
As of yet no conclusions have been reached regarding the cause of the sae. More info will be available following the correction procedure.

Event description:
The sae occurred in other country. Attached is the initial physician report. Further investigation indicated damage to the left ureter, which did not offer stenting as a solution. An operation to correct ureteral damage is planned for late 2008.